Event description:
Patient called alleging that the meter does not power on. Patient unable/unwilling to answer if patient experienced any symptoms. Batteries had been replaced less than a year. Patient contacted the md for advice. Customer service checked that the batteries are good and meter still did not power on. Customer service was unable to resolve the issue and sent patient a new meter.